Event description:
Coiling treatment of a wide neck mca bifurcation aneurysm. During coil repositioning, it was reported, the coil detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and there was no device failure detected that could have caused the premature detachment.